Manufacturer narrative:
(B)(4).

Event description:
It was reported that it was determined that the patients lead wires had broken and had caused the patient pain. It was noted that this was in (B)(6) 2011. It was noted that her doctor replaced the entire system. It was further noted that there had been not falls or trauma during that time.

Manufacturer narrative:
Concomitant medical products: product ID 3550-02, lot# n268662, implanted: (B)(6) 2011. Product type: accessory: product ID 365538, lot# n293848, implanted: (B)(6) 2011. Product type: accessory: product ID 355531, lot# n294340, implanted: (B)(6) 2011. Product type: screening device: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 377845, lot# v001578, implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 377845, lot# v001578, implanted: (B)(6) 2006, explanted: (B)(6) 2011. Product type: lead. (B)(4).